Event description:
It was reported that this patient recently experienced two episodes of inappropriate shock delivery from this subcutaneous implantable defibrillator (s-ICD) system. Technical services (ts) was contacted for a device data review. It was discussed that the shocks were delivered due to over-sensed non-physiological noise. Ts recommended evaluating the patient in-clinic with provocative maneuvers and potential diagnostic imaging to assess the s-ICD system integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.